Event description:
The ptm (personal therapy manager) was showing an error code/message indicating that the pump was empty; the next refill date on the screen was showing (B)(6) 2014. The pump was interrogated and it was determined that the reservoir was empty. They ¿found the problem¿ and were going to refill the pump. The cause of the event, outcome, and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8590-1, lot# n147080, implanted: 2009 (B)(6); product type accessory product ID 8578, lot# n159615, implanted: 2009 (B)(6); product type accessory product ID 8709, lot# j11304r17, implanted: 2002 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that the patient did not have any symptoms related to the event. The cause of the alarm was "missed refill" and the alarm was confirmed through telemetry. No other troubleshooting or actions were needed. Per the reporter it was unknown how the patient was doing now or if they were receiving effective therapy.